Event description:
It was reported that a device alarmed for door not fully latched messages. There was no patient incident.

Manufacturer narrative:
(B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device eval is complete.